Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a capture issue was noted on the right atrial (ra) lead. Upon investigation, occlusion in the subclavian vein was confirmed. A right coronary diagnostic catheter was used to try to direct the wire to the lumen but this procedure was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.